Event description:
It was reported that there was a lead fracture. It was further reported that there was low impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured. The defib conductor was distorted. There was blood/body fluid outer tubing overlay and in/on the helix mechanism (sleeve head). Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead fracture. It was further reported that there was low impedance and oversensing. The lead was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.